Event description:
Received notification 09/23/09, informing us of a reportable occurrence that involved their product, date: the month prior, and requested confirmation and if determined reportable, to supply them with medwatch report. Rm liaison contacted surgeon. Pt underwent right reverse shoulder replacement the same day, utilizing glenoid baseplate trial. During procedure, experienced some difficulty sliding baseplate over steinman pin and due to pt's bone extremely soft, pin advanced further. Post operatively, course was complicated by right apical pneumothorax of uncertain cause, which was diagnosed on 2nd post op day. Pt had history of copd and culprit could have been possible burst of bleb; physician also considered pin penetration of the chest cavity, but had measured steinman pin, felt it was physically impossible for it to have reached lung and x-ray post op revealed no pneumothorax which physician felt, it would have shown if so; pulmonologist felt, it would have shown if so; pulmonologist consulted, treated it as a spontaneous pneumothorax associated with manipulation of the shoulder; pt treated with oxygen and chest tube placement, pt recovered and was discharged the following month. Info on glenoid baseplate trial is from company regarding model & lot #, and is used as a template and not implanted; baseplate implanted, once sized, was lot 68073.